Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level read "high," but a specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.